Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ pen injector needle bar code was missing on the box. No serious injury or medical intervention was reported.

Event description:
It was reported that bd micro fine plus¿ pen injector needle bar code was missing on the box. No serious injury or medical intervention was reported. 9 boxes total were missing the bar code and lot/expiration.

Manufacturer narrative:
Describe event or problem: it was reported that bd micro fine plus¿ pen injector needle bar code was missing on the box. No serious injury or medical intervention was reported. 9 boxes total were missing the bar code and lot/expiration. Investigation summary: it was reported that bd micro fine plus¿ pen injector needle bar code was missing on the box. No serious injury or medical intervention was reported. 9 boxes total were missing the bar code and lot/expiration. A lot history was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to confirm the customer's indicated failure mode. The malfunction was determined to be related to human error. Capa603908 was raised to address this issue.